Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found.

Manufacturer narrative:
Correction: model #/lot #. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was explanted.

Event description:
It was reported that the implantable cardiac monitor (icm) was detecting bradycardia episodes due to undersensing of premature ventricular contractions. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.